Event description:
The international distributor provided the following report: patient treatment started 1045. The ventilator was set up with a fisher & paykel hc150 humidifier w/ ambient tracking, mr290 humidification chamber, disposable tubing (cut from roll) and philips comfort gel full mask. The hospital reported the mask had been washed/decontaminated several times. The incident happened/ was discovered at 1230. The patient's oxygen saturation (sao2) dropped from an unknown level to 60%, and respiratory rate decreased. There were no ventilator alarms reported. They changed to a new ventilator circuit setup. After the new setup was installed, the sao2 increased to 90% but decreased to 74% at 1400. Niv was ended at 1410. At 1600 the sao2 was 90%. The patient died at 1759. The hospital reported the mask on the first circuit setup appeared to have the valve stuck in a closed position. The apnea alarm was reported to be found turned off explaining why they did not get any alarms. The patient died hours after the treatment with the device had ended.

Event description:
Supplemental report.

Manufacturer narrative:
Device requested for return to manufacturer for analysis.device requested for return to MFR.

Manufacturer narrative:
The distributor reported the following: the patient was an elderly female (age unknown) who had been hospitalized due to a fracture, sent to orthopedics and developed respiratory problems and pulmonary edema. She was sent to the cardiac ICU, and at some point placed on the focus unit. Her oxygen saturations dropped and volumes decreased so the patient was taken off the focus unit. The hospital standard operating procedure is to take a device and its accessories away and replace all if there is a problem. The patient was then placed on another focus ventilator (serial # unknown) and circuit setup. The patient continued to present with decreased oxygen saturation. The patient was taken off the second ventilator and was not connected to any other ventilator. It is unknown what happened after the niv treatment with the device ended at 1410. It is unknown what happened between 1410 and the patient's death at 1800. The patient may have suffered cardiac arrest. The first ventilator that was on the patient was removed for evaluation. During cleaning of the reusable mask that had been in use, the hospital reported the flapper in the entrainment valve was observed to be lying flat but was 'stuck' in that position. The hospital reported they use a decontaminator program 4: dismantle the mask, put in separate basket, 2 times pre rinse, cold water 6 min. Main wash up to 60c 6.5 min. + 4 times rinse 50c total 12 min + decontamination 90c 1 min + drying. In addition the parts are air dried before assembly and testing. The mask was not made available for analysis because the hospital did not know which mask in their inventory was the one that had been in use. The age of the mask is unknown; however, no new masks have been purchased since (B)(6) 2009. Settings on ventilator when received for analysis: ipap = 10 cmh2o, epap = 5 cmh2o, rise time = 2, rate = 6 bpm, I-time = 1.0 sec, ramp time = 0 min, ramp start = 4 cmh2o, apnea = 0. Apnea alarm set to off. Upon receipt of the device from the customer, the device's apnea alarm was found set to off. The apnea alarm will alert the user that the patient has not triggered a spontaneous breath within the set apnea alarm period. The ventilator was functionally tested and run-in for one month. During that period system testing was performed with no faults. The alarms, valves, led indicators, and blower were all functioning correctly. Test results were all within operating specifications. The unit operated in normal ventilation mode with no faults. The reporter of the event verified the set up (patient circuit, mask, and bipap device) that was in use when the event occurred was function tested prior to use. Although the mask's entrainment valve was reported to have been stuck in the closed position, this condition was identified subsequent to the event when the mask was being cleaned and processed for re-use. Product labeling for the comfortgel full facemask instructions for use states the entrainment valve consists of an air inlet and a flapper. With the airflow turned off, verify that the elbow with the flapper is lying flat so that room air can flow in and out through the air inlet. Next, with the airflow on the flapper should now cover the air inlet and air from the CPAP or bi-level device should blow into the mask. If the flapper does not close or does not function properly, replace the mask. The distributor reported there was no allegation from (B)(4) or police that the ventilator or comfortgel full facemask caused or contributed to the reported patient death which occurred several hours after therapy was discontinued.